Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the device booted to an error and it was attributed to a loose connection between the micro processing unit and the link electronic module (lem) printed circuit board (pcb) and the lem was reseated. However it was further noted that the electrocardiogram connection was loose and therefore the lem pcb was replaced and the lem calibrated. Analysis also noted extensive damage to the upper and lower cases, a broken plastic handle cover, the printer drawer had several scuffs, the power supply was noisy, the cooling fan was very old and noisy, the power cord bay was damaged and the hard drive was at less than 100%. Upon inspection it was determined that there was damage at the flex cable, antenna cable and upper hinge plate as well as signs of corrosion and discolorment inside the bezel/display assembly. All found defective parts were replaced to resolve and the stylus was calibrated to the touch screen as well as the hard drive being reimaged and the software being reloaded and updated.

Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer booted up to an error and had a black screen which said "system failure" even after multiple attempts to cycle the power. The programmer was returned for service. There was no patient involvement.